Event description:
It was reported that approximately three years post-implantation, the patient is being considered for a left hip revision due to loosening of the acetabular triflange component and acetabular bone fracture due to unknown reason. Patient is experiencing pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date ¿ unknown in 2025. D10: cat: 00625006535 lot: j7307557 bone screw self-tapping, cat: 00625006570 lot: j6880245 bone screw self-tapping, cat: 00625006525 lot: j7279724 bone screw self-tapping. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately three years post-implantation, the patient underwent a left hip revision due to loosening of the acetabular triflange component and acetabular bone fracture due to unknown reason. Patient was experiencing pain. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b2; b3; b5; d4; d6b; g3; h2; h3; h4; h6; h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.